Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used in a ureteroscopy & laser procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a power suite with laser settings of 6.0 + 15.0 w, 15 + 25 mj and 0.4 + 0.6 hz. According to the complainant, during procedure, the aiming beam disappeared while blasting the ureteral stones. The laser fiber was broken 5 cm from the distal tip and burnt the staff member. Reportedly, no treatment was done to the burn. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.